Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead was damaged. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-38853 as no allegation malfunction on the lead.